Event description:
It was reported that a driver tip broke off during a lumbar pedicle screw placement procedure in the l1 to ilium in order to treat degenerative adult scoliosis. No adverse events or delay to surgery was reported.

Manufacturer narrative:
Visual verification revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. Device was then sent to the lab for fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of the screwdriver. Results show evidence of a quasi-static torsional shear failure starting at the hexlobes and is extended to the center of the shaft. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the modified expedium single innie polyaxial screwdriver found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the modified expedium single innie polyaxial screwdriver was conducted on the specific product code from this complaint as the product family does not exist for this instrument. It was noted that there were no related complaints associated with screwdriver tip breakage. In this complaint there was no reported harm to the patient. However, instrument grade material remnants implanted in the patient may likely change the course of post operative care and could further necessitate the need for medical intervention in the future. As such, potential harm may exist if the fault were to recur. Additionally, a 12-month review of the complaint trend analysis for the modified expedium single innie polyaxial screwdriver was also conducted on the make from product (2797-12-400) on the specific product code from this complaint as the product family does not exist for this instrument. A review of the expedium family post market surveillance report number (B)(4) revision 1 (released on march 11, 2014) was conducted. In report section 2.3.6, the expedium quick-connect si polyaxial driver broken tip failure code is reviewed. It was concluded that all risks have been identified and are acceptable for this failure. As such, the benefit outweighs the risk and no further actions in addition to what was identified in the pms report will be taken as part of this complaint file. The root cause of the screwdriver tip becoming fractured cannot positively be determined. However, the fracture analysis results show evidence of a quasi-static torsional shear failure starting at the hexlobes and is extended to the center of the shaft. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this screwdriver. Additionally, the expedium quick-connect si polyaxial driver recently underwent a post market review which concluded that all the risks have been identified and are considered acceptable for this failure mode. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.